Event description:
It was reported that during a laparoscopic hysterectomy procedure, the doctor could not gain access into the abdomen with the trocar. He found it impossible to pass the trocar through the sheath since the blade was not engaging through the skin. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the d11lt found that it was received in good condition. In order to attempt the reported incident, the device was tested for functionality. During the analysis the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to its safe position upon penetration. The bullet performed as intended without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.